Event description:
The pt reported e6 (mechanical) error was displayed on the infusion device in the morning and the pt was unable to resolve the error. In the afternoon, the pt began to feel sick and was admitted to the hospital with blood glucose of 360 mg/dl. The pt was treated with an insulin IV for a couple of hours and was released when blood glucose levels normalized. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.